Manufacturer narrative:
Unknown taper. The device has not been returned as it remains implanted. Without the device or device serial number, the taper type is unknown. If returned, visual examination may determine the connector type associated with the event. This event was captured in a literature article published in november 2015. Further information has been requested with one of the authors to obtain additional information such as implant date, treatment date, physician, patient information, and device information. To date, apollo has not been able to obtain further information. Related medwatch sent for this article are MDR 3006722112 2016 00203, MDR 3006722112 2016 00204, MDR 3006722112 2016 00205, MDR 3006722112 2016 00207 device labeling addresses the event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the dietary restrictions that follow this procedure and to provide diet and behavior modification support. Failure to adhere to the dietary restrictions may result in obstruction and/or failure to lose weight. Insufficient weight loss may be caused by pouch enlargement or, more infrequently, band erosion in which case further inflation of the band would not be appropriate. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Slippage and/or pouch dilatation of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. (B)(4).

Event description:
Reported event from journal article titled: "can the long-term complications of adjustable gastric banding be overcome? Preliminary results of adding gastric plication in patients with impending gastric band failure", journal of laparoendoscopic and advanced surgical techniques, volume 25. Patient 4, initial weight loss after laparoscopic adjustable gastric band was excellent but with time, they presented moderate to severe nighttime reflux and weight regain due to a large pouch above the band. Conservative management, including band adjustment (unfilling/reflilling) and dietary education, was not effective. After bp-lgp (band preserving-laparoscopic gastric plication), patient showed additional weight loss with smaller filling volume and reflux symptoms were completely resolved. The lesser fill volume helped normalize the pouch above the band.